Event description:
Customer reported morning device reading = 139mg/dl. One hour later, customer's family member found pt passed out. Customer's device = 217mg/dl. Family member called paramedics. Paramedics administered insulin. Customer does not remember what paramedic's device reading. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.